Event description:
It was reported that lens vaulted asymmetrically post lens implant. The doctor performed a central yag capsulotomy which made the visual outcome worse. Additional information has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.